Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that the deltaplush coil (B)(4) prematurely deployed when inserting into the microcatheter through the rotating hemostasis valve. At the time of initial contact the device was available for return.

Manufacturer narrative:
The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, it was found that the coil was still attached to the device positioning unit (dpu via the detachment fiber. Unreported coil stretching was also found at the proximal section. Due to post-procedural handling, cleaning, and packaging, it cannot be determined how and when the coil was damaged as it was not reported in the field complaint event description. Microscopic inspection confirms that the detachment fiber is undamaged and intact still holding the coil as originally manufactured. No manufacturing defects were found. The complaint of the coil prematurely detaching during insertion into the unidentified microcatheter is not confirmed. The coil was returned still attached to the dpu via the intact and undamaged detachment fiber; therefore the root cause of the coils premature detachment during introduction into the unknown microcatheter cannot be determined. In addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The deltaplush will not be returned, therefore the root cause of the coils premature detachment cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.